Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their dentist has recommended to stop aligner treatment and for them to start braces.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.